Event description:
This info was reported as a customer complaint. Product was used following a ptca and stent procedure. Approx one week later pt developed a body rash. At 5 weeks post-product, the rash persisted and breathing difficulties and itching develped. Some relief occurred with steroid tratment.